Event description:
The hcp reported that the patient expired "in her sleep of natural causes". There was no autopsy performed. The patient was receiving lioresal 2000 mcg/ml at a daily dose of 662 mcg/day.